Event description:
A malfunction alarm was reported with the code malf 12. There was no adverse impact to the customer's blood glucose level. The customer reset the pump with assistance from technical support, which resolved the issue, and they were advised to continue using the pump and contact support if the problem recurred.